Manufacturer narrative:
The report did not identify the name or location of the user facility of the device in question, therefore, additional information could not be obtained. To date, we have not been informed of this event directly from the user facility. The safety data sheet for minncare hd states (section 8), "wear chemically resistant protective gloves. Wear approved eye protection (properly fitted dust- or splash-proof chemical safety goggles) and face protection (face shield). Wear suitable protective clothing. Wear solvent resistant apron and boots for spills." A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported via chemtrec report that an employee experienced nose irritation after a bottle of minncare hd disinfectant was spilled while cleaning a surgical table in the or. The employee immediately opened the or door and turned the air conditioning on to mitigate the odor. It is unknown if medical treatment was sought or administered.